Manufacturer narrative:
The device was not returned for evaluation, therefore the failure analysis identify root cause to the end user's experience could not be determined. The device history record review showed no abnormalities related to reported the incident were found nor were there any variances, mrr¿s or reworks associated with this lot/work order number. The reported complaint was not confirmed.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An account manager reported on behalf of the customer that an a3059 mayfield composite series skull clamp 80lbs torque screw slipped and lacerated the (B)(6) year old male patient (B)(6) 2019. Medical intervention was required. There was no surgery delay reported. No other clinical information has been provided.